Event description:
It was reported that patient experienced pain at ipg site .as a result, the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.